Event description:
Information received regarding the explanted device notes ventricular oversensing which inhibited pacing. Initially, the physician was going to replace the competitive leads but when they tested normal via an analyzer, a new pulse generator was implanted. The pediatric patient was in poor condition immediately after the event, but has since recovered and is "okay".

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received